Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2022, zyno medical received a complaint from an end user. It was reported that "pump seems to be working without any errors, but is not infusing. We had 3 infusions that were prolonged due to not alarming the staff with occlusions or not. The lights are flashing as if it is running and it was calibrated within a year. We had 3 issues with patients, rituxan, and gamunex, not infusing." "Pumps have been acting up for a couple months now." The device operator was a registered nurse. Medications infused were rituxan and gamunex. There were patients involved. Patients were not harmed or injured.